Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix posterior mesh. Later the patient experienced constipation, urinary leakage, pelvic pressure, pain, cystocele, urinary urgency, tender under urethra, tight tape, dysfunctional voiding, bladder discomfort and pressure. Miralax, ducolax, enablex were prescribed. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.